Event description:
(B)(6) issued safety alert: al24-01, regarding fluid ingress and egress from inpatient and outpatient mattresses can lead to hospital-associated infections, patient tissue degradation, and/or patient death. We have not attributed any adverse events to our compromised mattresses but have been instructed to place FDA (food drug administration) medwatch for all compromised mattresses.